Event description:
At end of avr, mvr, tvr surgery during post-procedure echo leaking around the avr was noted. Upon investigation of the valve it was noted that 2 cor-knots were missing from original placement. Upon further investigation the same concern was found on the tv replacement. The surgeon was able to recover several of the pledgets and pieces of the metal portion of the cor-knots. Other metal pieces were discovered in the cell-saver. The patient required a CT immediately following the procedure to validate no rfb. Manufacturer response for cor-knot mis combo kit, cor-knot device (per site reporter): they are not aware of this occurring in the past with this device.